Event description:
During a site visit regarding an unrelated issue a carefusion rep received a vague report of a "runaway pump" incident. Additional details were requested but none are available other than it happened "a while ago." There was no report of any pt harm.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.